Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a system being used to deliver unknown medication for failed back surgery syndrome. It was reported on 2012-10-10 that the pump had been empty for the last year. The pump had stopped being filled because the patient was not getting any relief from it. No other patient symptoms following the alarm were reported. The patient at that time was hearing a three-tone alarm every hour on the hour. It had taken the patient almost three months to figure out what the beeping was. The alarm was first heard about three months prior. It was the first and only alarm the patient heard in the last year. Additional information was received from a consumer on 2016-01-11 indicated that the pump had been empty since 2012 and was still beeping every hour. The pump was empty because the patient did not have money to get refills. The patient did not have a managing physician at the time of the report. The name of the drug previously used was not recalled by the reporter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The pump was beeping and had been since 2012. The patient did not drive, as he ¿got dizzy sometimes¿ and he could not go more than a few hours without his oxygen. The consumer inquired if the pump would leak.

Manufacturer narrative:
Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient had not been utilizing his pump for four years and hated it. The pump was a hassle, and the patient did not like having to get it filled. The pump "did not do him much good." He pump was empty and had been alarming since 2012. The patient did not know it was the pump alarming (he thought it was something else beeping). The patient reported no further symptoms.

Event description:
Information was received from a consumer on (B)(6) 2011. It was reported that the patient never had therapeutic effect and experienced acute pain. Additional information was received from the consumer on (B)(6) 2016. It was reported that the patient did not like his pump device since ¿day one.¿ the patient had tried two times to refill it and never had any therapeutic relief. The patient was living with the pump inside of him and there wasn¿t anything he could do about it except have it removed. It was noted the patient hadn¿t had the pump refilled in 4-5 years and was not going to get it refilled. The consumer was redirected to discuss concerns of leaving the pump inside of the patient with a healthcare professional. It was reviewed that the pump would have been end of service in (B)(6) 2016 due to the 7 year longevity of the pump.